Event description:
It was reported that the lead had perforated. Capture and sensing anomalies were observed. No further information was given.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.

Event description:
The rn was changing the fluid removal rate on the filter when the alarm reading "memory error" occurred. It did not allow me to adjust anything or retrieve any data. I attempted to manually give the pt the blood back but the blood would not flow. The filter circuit was taken down and a new prismaflex was setup and started.